Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was suspended. The customer¿s blood glucose level was 50 mg/dl at the time of the incident. The customer was treated with food, juice boxes and a granola bar. The customer¿s blood glucose level was 260 mg/dl and 300 mg/dl. The customer¿s blood glucose level was 118 mg/dl and sensor glucose was 60 mg/dl at the time of the event. The customer¿s blood glucose level was 220 mg/dl. It was reported that the customer was insulin pump within 48 hours. The devices will be returned for analysis.